Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states pt had MRI yesterday, MRI mode was activated and all the conditional scan parameters were followed however a few seconds after the scan started pt felt that the area around the ins battery was getting warm and at one point it felt very hot. Pt stated that they felt the warm/hot feeling around the ins battery as well as just a bit further up from the ins battery on the left side pelvic area (pt did not feel warmth along their spine). Hcp reported the scan was stopped, pt was not in the machine for more than 30 seconds. Hcp noted that pt had lumbar surgery in oct. 2024 and had screws and plates implanted - hcp inquiring if the scs and screws/plates may have interacted during the scan and caused this sensation. Hcp states they followed up with the pt today and pt was no longer feeling the reported sensation however pt reported they feel a "wrinkleyness" under the skin when they feel where the ins battery is implanted, pt stated previously it felt flat. Hcp states pt has a hcp appt with their provider set up to check the scs and the mdt rep is planning to be there as well. Hcp noted they spoke to rep about the incident prior to calling ts today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported no cause was determined. No steps were or will be taken to resolve the heating problem as far as the patient knew. The patient no longer gets mris for fear it will heat up. The issue was not resolved as far as the patient knew. The patient saw their hcp, and their hcp said everything looked fine.